Manufacturer narrative:
Device was received with a pump error 38 alarm during rewind due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarm. Unable to confirm keypad anomaly or pump error 43 due to pump error 38.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm, keypad anomaly and frozen display. Customer reported that they were unable to clear the alarm. Customer stated that the keypad was not responding sometimes and insulin pump was not rewound. Customer stated that numbers were not ramping on their own and the scroll bar was not moving with no input as well as there was no response from any button. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.